Event description:
It was reported that the patient experienced diaphragmatic stimulation due to the left ventricular (lv) lead. The lv pacing configuration was modified and the lv lead remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.